Event description:
Total hip arthroplasty was performed on 6/23/97, with no complications. During post-operative x-ray, a piece of metal from the head/neck provisional was found in pt. Physician has chosen not to removed.